Event description:
During an iliac dilatation procedure, the catheter balloon ruptured on the second inflation at 10atm. The catheter was removed and replaced with same make to complete the procedure with no pt injury or further complications reported.